Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. This occurred with multiple infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.